Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the firing handle did not return to the open position and jaws would not open. The device was opened by manipulation. The clip that was delivered was malformed. There was no pt consequence. The device was used to complete the case and it worked properly.

Manufacturer narrative:
Info anticipated, but unavailable at this time.